Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. During the re placement procedure, the physician encountered difficulty in engaging the setscrew on the device, and eventually removed the grommet in order to access the setscrew. The physician then decided to explanted and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet. Concomitant product: 5076, lead, implanted: (B)(6) 2013. (B)(4).